Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2015-00070 / 00071). Evaluation in process.

Event description:
It was reported that the patient underwent a procedure in (B)(6) on (B)(6) 2012 utilizing the s-lok pedicle screw system. Subsequently, the patient presented with pain and leg paresthesia and radiographs indicated evidence of two broken 55mm x 40mm s-lok polyaxial screws (slp5540). Revision procedure was performed on (B)(6) 2015 during which the two broken screws were removed and replaced with a 55mm x 40mm s-lok polyaxial screw (slp5540) and a 65mm x 40mm s-lok polyaxial screw (slp6540).

Manufacturer narrative:
Visual examination by engineering note the shank of the screw is fractured approximately 5/8" - 11/16" below the sphere intersection with the neck. The cap screws' rod contact surfaces exhibit signs of deformation that appear to be from tightening and loading. The root cause of the screw fracture could not be determined. Review of manufacturing history records found a total of (B)(4) pieces of this lot were released for distribution in march & april of 2011 with no deviation or anomalies. A five-year complaint history review did not reveal any previous reports of fracture for this part/lot. Device fracture is a known risk of this procedure. Associated instructions for use (IFU), lbl-IFU-004 surelok pedicle screw system, states under potential adverse effects: "7. Device component fracture" and under warnings: "3. Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebrae, neurological injury, and vascular or visceral injury". This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2015-00070 / 00071).